Event description:
According to the reporter, during a laparoscopic segmentectomy, while preparing for resection of lung tissue, the device was unable to fire. Another device was used in order to complete the case. No patient injury.